Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune tkr: (B)(6), (B)(6) hospital, (B)(6) 2018. Fixed bearing impactor tip broke during final impaction of the tibia implant. Jnj representative was present in the case. The instrument was put aside, no new tibial impactor was opened. It shattered into a few pieces so the knee was thoroughly washed out with saline, it appears as though all parts of the instrument were accounted for. One minute delay to procedure. No ae to patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.